Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00054-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. The review of the sterilization certificate show that products received adequate amount of radiations. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to unknown reason. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. At this time, no risk assessment can be conducted since the harm or reason for revision has not been be reported. If further information regarding the root cause of the reported event or reason for revision are provided, the risk will be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure due to unknown reasons. The head and liner components were removed and replaced. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: medical product: cer option type 1 tpr sleve -6, catalog #: 650-1064, lot #: 2914167, medical product: e-poly 40mm +3 maxrom lnr sz24, catalog #: ep-108424, lot #: 538330. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00054. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure due to unknown reasons. The head and liner components were removed and replaced.